Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the patient reported in 2007 that he was experiencing decreased sound quality and performance with his cochlear implant system. The results of an integrity test done at that time showed normal receiver/stimulator function and four faulty electrodes. The patient's sound processor was reprogrammed with the faulty electrodes deactivated. The patient reported about 4 months later, that he continued to have difficulty hearing in noisy situations. The healthcare provider reported about 9 days later that the patient's device would be explanted. The device was explanted 5 days later, and the patient was reimplanted during the same surgery.